Manufacturer narrative:
PMA/510(k) # p050017/s002 and s003. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The patient had a tight stenosis and when the user was trying to advance the stent catheter across the stenosis, the system buckled and bent. The device was removed from the patient. Angioplasty was performed and another of the same device was used to complete the procedure successfully. Patient/event info - notes: information requested and received via phone: 07mar2024 are images of the device or procedure available? No was this a primary procedure or a recurrent procedure? Primary was a stent previously placed during previous procedures? No was the device used percutaneously? Yes where on the patient was the percutaneous access site? Right femoral vein details of access sheath used (name, fr size, length)? Ni what was the target location for the stent? The right transverse sinus was the device flushed through both flushing ports before the procedure, as per IFU? Yes details of the wire guide used (name, diameter, hydrophyllic)? Ni did the patient exhibit difficult anatomy? Area to stent was tight stenosis was resistance encountered when advancing the wire guide to the target location? No was resistance encountered when advancing the delivery system to the target location? Yes how did the physician deal with the resistance encountered? The device buckled and the system was removed was the delivery system tracked around a tight angle in the patient anatomy? Area to stent was tight stenosis was the delivery system damaged/kinked/twisted before or during the procedure? No was pre-dilation performed ahead of placement of the stent? No - normally in this area angioplasty is not performed did the tip of the delivery system cross the target location? No.

Manufacturer narrative:
PMA/510(k) # p050017/s002 and s003. Device evaluation: the ziv5-18-125-8-80 device of unknown lot number involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document-based investigation was conducted. An additional unknown device of was used to successfully complete the procedure. There is no information currently available about the replacement device used to complete the procedure. Should information become available in the future the file can reopened and updated. This file will capture the off label use of both devices. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 15th may 2024. Refer to the returned product-notes field for lab attendance and lab evaluation notes. On evaluation of the device the following was noted: visual inspection red safety tab returned in place. Outer sheath bent directly below white connector cap. Slight curvature observed on distal end of delivery system. Functional inspection: device flushes with no issue. 0.018" wireguide will not pass beyond the bend directly below the white connector cap. Device deployed with no issue. Document review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/or label: there is evidence to suggest that the customer did not follow the instructions for use. It should be noted that the instructions for use (ifu0043) states the following: ¿the zilver vascular stent is intended for use as an adjunct to percutaneous transluminal angioplasty (pta) in the treatment of symptomatic vascular disease of the iliac arteries.¿ from the information available, it is known that the physician attempted to deploy this stent in the cerebral venous sinus. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause of off label use was determined from the investigation. From the information available, it is known that the physician attempted to deploy this stent in the cerebral venous sinus for which they are not intended. Using a device outside its validated intended area of use, means we cannot predict how the device will perform. Damage reported in the event description was confirmed in the laboratory evaluation where the outer sheath was bent directly below white connector cap and curvature observed on distal end of delivery system. As per engineering input ¿considering the confirmation of a tight stenosis and where the possibility of angioplasty was not feasible, damage to device may be attributed to its off-label use. Off label use complaints are considered to be unforeseen misuse. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for potential similar events. Summary: according to the initial reporter, the patient had a tight stenosis and when the user was trying to advance the stent catheter across the stenosis, the system buckled and bent. The device was removed from the patient. Angioplasty was performed and another of the same device was used to complete the procedure successfully. Confirmed quantity of (B)(4) devices, confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause of off label use was established. The user has not complied with the requirements of the IFU with respect to the intended use of the device. From the information given, it is known that the physician attempted to deploy this stent in the cerebral venous sinus for which they are not intended. As previously stated, the IFU states that ¿the zilver vascular stent is intended for use as an adjunct to percutaneous transluminal angioplasty (pta) in the treatment of symptomatic vascular disease of the iliac arteries". Complaints of this nature will continue to be monitored for potential similar events.

Event description:
A supplemental report is being submitted due to completion of the investigation on 21-aug-2024.